Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the device was returned, analyzed, and the battery was found to have high impedance.

Event description:
It was reported that the device triggered elective replacement indicators (eri), due to possible high battery impedance. It was also reported that the patient was told in january that the device would last 5 to 6 years and was upset that the device triggered eri sooner. The device was removed and replaced. No patient complications have been reported as a result of this event.